Manufacturer narrative:
On may 09, 2016, it was confirmed that this part was received back with the other part on this compliant on april 13, 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested for part # mxr-us-2000, lot # 044-04. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during right tibial plateau open reduction internal fixation (orif) surgery the rotary mixer broke and prevented mixing of the norian mixture. It was then noticed that hinge in the back of the rotary mixer is also broken. Another rotary mixer was used to complete the surgery, however, by the time he finished mixing norian, he was not able to roll out the mixture into the syringe. The surgeon used cancellous chips to complete the surgery. There was approximately 5 to 10 minute surgical delay due to reported event. Surgery was completed successfully without any other medical intervention required. It was confirmed via phone on 4/8/16 that he was helping nurse in or suite (not in sterile field) with mixer of norian as it was requested by surgeon. No sterile product was touch in any way. Patient status reported as good. This complaint involves 2 devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Service history record review: no service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item was march 5, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: release to warehouse date: march 5, 2004 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the rotary mixer was broken which prevented mixing, and the hinge in the back was broken. The repair technician reported the hinge was broken, and the unit was locked up. End of service life is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor reported the lid hinges and u-lock were broken, and the springs were out of specification. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.